Event description:
It was reported that during a procedure for an acetabulum fracture, part of the low profile pelvic system reduction forceps (03.100.025) broke off while tightening. The broken piece was retrieved. Surgeon used another set of pelvic reduction forceps (398.88) and one half of the forceps broke off during tightening. The broken piece was retrieved. Surgeon completed procedure. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development evaluation revealed that only half of the device was returned. The half that has the part and lot number was not returned so no device history record review is possible since the lot is unknown. The returned piece had some discoloration, possibly corrosion, in the area where the two halves mated and in the channel on the inside edge of the handle. The hole for the tab that held the device together (mounted on the piece that was not returned) was in good shape and had no damage. The part of the instrument was in good shape except for the discoloration noted. This instrument is intended to be disassembled when put into the graphic case for cleaning and storage. The hole where the two parts are assembled is in good shape and has no damage which indicates that the two parts were separated as designed. The other half was not returned so its condition is unknown. Based on examination of the returned part, the design is adequate for its intended use and there is no evidence of an issue. The design is adequate and appropriate for its intended use. It is concluded that this complaint is invalid for the 398.88.

Event description:
This is report 2 of 2 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.